Event description:
It was reported that the pacemaker device and non-boston scientific right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 2119 ohms) in (B)(6) 2019. The physician reported a lead safety switch , change from bipolar to unipolar. At that time, the device was reprogrammed to unipolar pace / bipolar sense. Subsequent pacemaker checks in (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021 all had normal visits with no out of range measurements. The device remains implanted. The physician will continue to monitor the patient closely. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).